Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0g7hg, implanted: (B)(6)2014. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(4) 2018, UDI#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (B)(4) march 4, 2019 regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. It was stated that they were implanted for both bladder and bowel because of the nerve damage. They stated that in (B)(6) 2018 was 4 years since they had a device implanted; it was a test and it was supposed to last for 4 years, but last (B)(6) they decided it was doing good and decided to wait until the device would start acting up. It was reported that their device quit working today. It was noted that they had gone to the bathroom, wiped, and were clean, but a while later they coughed and felt like they wetted themselves a little. They went in and there was a large spot. They bent over and were picking things up after they cleaned, and the urine just came out of them. It was noted that they think their ins needs to be replaced. When asked what their programmer (pp) was showing, they stated that they could not locate the pp at the moment. The patient had moved, so they were sent a list of healthcare providers in their area who could check the device for them. Follow up information was received from the patient on (B)(6) 2019 that reported that the batteries are a year over replacement time. It was noted that their rectal incontinence and urine led them to think their device had quit working and needed to be replaced. It was stated that they had left 3 messages with their healthcare provider. In order to resolve the issue, the patient had done all prescribed tests including flex-mesh surgery additional information received from the patient on (B)(6) 2019 that reported that in (B)(6) 2018 their flex mesh sling fell and they were diagnosed with a prolapsed uterus. The patient stated that when the sling fell, they thought it caused one of the leads to come loose so they need to have it fixed. They did not have a managing physician for the device and they were sent physician listings. There were no further complications reported or anticipated.